Event description:
Information received indicates the hi/low drive continues to slowly lower after the switch is released.

Manufacturer narrative:
The technician cleaned the hi/low drive thrust bearing to repair the bed.